Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was damaged as the button was slanted to one side. Reportedly, the customer had difficulty pressing the button down. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer had an alternate pump for insulin therapy and manual injections available for insulin therapy.